Event description:
It was reported by the rep that the dh105 and hp051 were used during a tonsillectomy. It was reported by the rep that while performing the tonsillectomy, the surgeon noticed that the blade was transecting faster than normal with all other criteria being the same. As usual the pt was touched up with suction cautery. The pt had post-op bleeding and two to five days post-op the pt was brought back to or and suction cautery was used to stop the bleeding. There was extended or time.